Manufacturer narrative:
(B)(4). The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) complained of awareness of the implant and associated discomfort affecting sport and sleeping positions. The s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) complained of awareness of the implant and associated discomfort affecting sport and sleeping positions. The s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.